Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that a physician's programmer was experiencing communication issues. The wand battery was checked and confirmed to stay on for 25 seconds. The company representative replaced the usb serial cable and wand with her own while using the physician's tablet and her demo generator could be interrogated. The company representative then switched her serial cable with the physician's serial cable to check if the physician's wand was the cause, and the combination was unable to interrogate. The physician's tablet was then used with the company representative's wand and the physician's serial cable and received an error message when interrogating. The physician's wand was returned for analysis which determined the wand performed according to specifications. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. The usb serial data cable has been discarded. Additional relevant information has not been received to-date.